Event description:
The reporter called and alleged discrepant results on the device when compared to the lab. The reported device result/lab inrs were 3.1/2.2 and 1.9/3.4 in 2006, and 6.2/4.6 eight months later. No other info was reported. The reporter declined product replacement.